Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump screen alarmed hardware low level failures. The insulin pump alarmed with warning buttons depressed for longer than 3 minutes. The insulin pump became unresponsive. The insulin pump had a visible crack along the battery compartment. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Retainer = black. Customer returned the device for alleged stuck button alarm, device error 68 alarm, and there is a crack on the back of the device found on (B)(6), 2021. The device was received with no button response and passed the keypad voltage test however, unable to perform the displacement test, download the trace and history files, or verify stuck button and device error 68 alarms due to no button response. The device was cut open to perform a visual inspection. Moisture damage was found on electrical board and the keypad flex tail causing the no button response anomaly. A test p-cap locks properly into the reservoir compartment. The following were noted during physical inspection: scratched case, cracked battery compartment at the corner of the belt clip rails, serial number label peeling, and pillowing keypad overlay. Unresponsive keypad and download difficulty are confirmed due to moisture damage. Stuck button and device error 68 alarms are unknown due to no button response and download difficulty. Crack on the battery compartment is confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic object acts to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Initial report was submitted with missing information. The corrected information has been updated and provided in section b5.

Event description:
Customer reported that the insulin pump alarmed trace pointers are invalid. The insulin pump was returned for analysis.